Event description:
Serious injury involving one person. On 1/27/97, pt saw dr complaining of a red and irritated right eye. Dr diagnosed corneal ulcer and adimistered ciloxan and voltaren. Lens model/water content: 55%; lot #:6103266; eye involved: right, 8.8, 14.0, 6.00; refraction: myopia: total duration of use (in months): since 6/93; number days lens worn: 1; last visit to dr prior to symptoms: 1/20/97; lens care system used: disinfection solution and another co's daily cleaner chemical; disinfection system used: yes homemade saline used: no; days lens worn between cleaning & disinfecting. 1; days lens worn between cleaning & symptoms; none, brand new; days between symptoms & calling dr:2; self treatment by pt: no; hand washing before lens manipulation: yes; ulcer location 11:o'clock; visual acuity before symptoms: 20/20; visual acuity aftr symptoms: 20/20-1; results of culture: none taken; results of corneal biopsy and/or scrapings: one taken; treatment administered: ciloxin and voltaren.